Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display had lines through it. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that they replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) uploaded the latest software and the device then passed all testing.